Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level rose to above 13.9 mmol/l (250 mg/dl) with 3 pods (lot number unknown) while wearing the pod between 25 and 36 hours. The patient noticed insulin leaking on their skin. When removed from the infusion site (arm), the pod's cannula was found to be dislodged. As treatment, a new pod was placed. The pod has been discarded. Please see below for the related complaints associated in this reportable submission: (B)(4).